Event description:
The customer reported that the insulin pump alarmed not delivery during basal. The customer stated that the battery was changed and the alarm persisted. The customer stated that the buttons were responsive, but the alarm was frozen on display. It was found that the customer wears the infusion set for over recommended time frame. Advised the customer that a replacement of the insulin pump would be sent and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.